Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a zcb00 18.5 was implanted, the doctor noticed the haptic had broken off. There was no incision enlargement or vitrectomy performed and the lens was removed and replaced with the same model and diopter. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/14/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.